Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible due to an image disk error. Analysis of the system log file confirmed image disk problems. During troubleshooting, the fse found an issue with the x-ray pc disk. The fse replaced the x-ray pc, but still image was not showing on the review windows. Upon further investigation, it was found that the root cause was due to a poor connection of a cables. The fse checked all cables and installed properly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that exposure was not possible due to an image disk error. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray-pc and image disk. The device was returned to expected functionality.